Manufacturer narrative:
Additional information was received on 9/18/2019. When the devices were explanted they were not replaced. The investigation of the returned photo was completed by the failure analysis lab on 9/18/2019. Upon visual inspection of the picture, it was observed that the implant was deflated. No other anomalies were observed. The photo does not provide enough evidence to determine root cause. All mentor product is 100% inspected prior to release. Hands on analysis should provide the evidence necessary to confirm the root cause. The investigation of the returned device was completed by the failure analysis lab on 10/11/2019. Device evaluation summary: according to the reported information, the patient experienced deflation of the breast saline implant. During visual evaluation a crease was observed on the posterior view. Leak testing revealed a tear measuring approximately 0.2 cm within the crease. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date.it should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: mentor smooth round moderate profile 300cc saline prothesis, catalog # 3501645, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a mentor smooth round moderate profile 300cc saline prothesis experienced asymptomatic left sided deflation post procedure. The deflation was diagnosed by a physician the day after it was discovered. As a result, an explant is planned for (B)(6) 2019.